Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided.

Event description:
Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
The complainant reported a (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock. The impella cp optical was inserted for hemodynamic support. During support, an access site hematoma developed. Two units of blood product were delivered as treatment.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. A supplemental MDR will be filed if new information is obtained.